Event description:
Event reported through clinical follow-up. Patient had permanent neurological event. Frontal cva: paresthesia (r) arm and elocution problem. Two years prior: carotid artery disease. Prior to current event patient took aspirin. Patient was treated with plavix for current event. Event partially resolved.